Manufacturer narrative:
The rotaflow drive was investigated from the maquet service technician with the summary report# (B)(4) on the 2019-07-26: the customer stated that while transporting a patient within the hospital, the rotaflow displayed the "low battery" alarm as soon as it was disconnected from ac power. The unit had been plugged for sufficient amount of time for the battery to be fully charged. Connection to ac power was re-established and there was no adverse effect to the patient. The customer complaint was reproducible. Upon inspection, the unit would emit the "low battery" tone as soon as it was disconnected from ac. A faulty battery was determined to be cause of the issue. The ni-cd battery pack was replaced and the system was re-tested. After the repair the unit functioned properly on battery power and the charging circuit functions correctly. The unit passed all functional and safety tests per factory specifications. It has been returned to the customer and cleared for clinical use. Similar investigation with the same failure see complaint# 172053: the exchanged battery pack has been sent to the lce (life cycle engineering) at rastatt (germany) with RMA# (B)(4) dated on 2018-07-24 for investigation. Goods received on 2018-08-14, the investigation was carried out on 2018-12-21. Report# (B)(4). Result of the investigation: the battery pack contained 12 defective battery cells, which could be proven by measuring with a multimeter. Since the open circuit voltage was already below 20v before the test, the error of switching off the rfc after 20 seconds could not be traced. Conclusion: on delivery, the voltage was so low that a start-up was not possible. When determining the cause of the error, it was determined that 12 out of 20 battery cells were no longer intact. This could also be the reason why the rfc in the field failed under load. Since the battery pack was already defective on delivery, the error could not be comprehended. The investigation could therefore not be further extended, a most probable root cause could not be determined thus the failure could be confirmed but no most probable root cause possible. The failure could be confirmed therefore the 7010717188 battery pack was replaced, but no most probable root cause possible. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During patient transport the rotaflow displayed a "low battery" as soon as it was disconnected from ac power. (B)(4).